Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 476 mg/dl. The customer's blood glucose was 476 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer reported o-ring came off the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery alarm test or occlusion test due to the prime anomaly. The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked case at the display window corners, a missing end cap sticker and minor scratches on the lcd window.